Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that there was blood detected at the catheter handle. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 17548 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed a leak path from the outer balloon, and the outer balloon distal bond was partially detached from the catheter shaft. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed, and data indicated the catheter was used for seven applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n006 indicating "blood detected at the catheter handle." Pressure testing and inspection of sub-components of the balloon, handle, and shaft segments identified the outer balloon proximal bond was leaking and detached from the shaft. During inspection of the handle segment, blood/liquid was observed inside handle. In conclusion, the balloon catheter failed the returned product inspection due to a bond detachment observed at the outer balloon proximal bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.